Event description:
An insulet representative was informed that a patient went to the emergency room with hyperglycemia. The representative called the patient to obtain further information, but the patient did not have the time to discuss it at that time. In a follow-up call, the patient stated that the hospital diagnosis was hyperglycemia. She was at the hospital from 10:00 pm to 1:00 am and was treated with intravenous fluids and given two insulin injections of 2.0u. She stated that she believed it was a site issue, as she had problems in the past with her abdomen as the infusion site. She said that she has avoided using her abdomen as an infusion site since and has not had any issues.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and emergency room visit. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider" and it cautions, "change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.)"